Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. After troubleshooting steps were taken, including leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging using the original charging supplies, and no further assistance was required.